Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was selected for use. However, when the device was opened, it was noted that the stent struts were dislodged and damaged/broken already. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 260 mm distal from the distal end of the strain relief. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was selected for use. However, when the device was opened, it was noted that the stent struts were dislodged and damaged/broken already. No patient complications were reported and the patient was stable.